Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the console unit "beeped" as it was starting the cool down phase, and the physician removed the sheath prematurely assuming that the fluid was cooled. Consequently, a "superficial" 1cm burn was sustained on the patient's leg. There was no burns observed at the cervix or vagina. Follow up information received on 24 august 2009, revealed that an error message was received when the ten minutes cycle had ceased, the message "recommended ablating time reached and cooling fluid to body temperature" appeared, and the burn was observed to be "first degree". The burn was treated with cream and the procedure was completed with this device. There were no further patient complications as a result of this event. Although, an attempt was made to confirm degree of burn with attending physician, there is no further information.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.